Manufacturer narrative:
(B)(4). Additional information: was the device on a vessel/artery when it would not open? No. As the device was cut off, did this cause a change in the plan of care for the patient? No. Did the removal cause any damage to the vessel/artery? No. The device was received with the blade buckled. Upon mechanical testing it was noted that the trigger did not retrieve by itself when released, and the blade did not returned when released either. It was necessary to manually retrieve the trigger, one hand was used. The device was connected to the gen11 and it was recognized. Because the knife was damaged not all functional testing could be performed with the generator. A probable cause of the damage to the knife could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during a cystectomy procedure, the device was stuck on tissue and was cut out. No patient consequence.

Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.